Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
A pt was implanted with an apogee (posterior vaginal wall mesh) for repair of a rectocele, enterocele, and vault prolapse. Reportedly, the pt had "complications," including buttock pain, draining pus and multiple abscesses." The device was "completely removed." Implant and explant details were not provided.